Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced high blood glucose (bg) event and went to emergency room (ER) and subsequently got hospitalization on (B)(6) 2025. The patient was then admitted to intensive care unit (ICU). The patient blood glucose (bg) was 650 mg/dl. The patient had ketones. The patient got treated intravenously with insulin and fluids of saline. No further information available